Event description:
It was reported by the systems longevity study team that the right ventricular lead did not capture. It was also reported that there was intermittent capture. A chest x-ray confirmed that the lead dislodged. The lead was capped and replaced. There were no reported patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.